Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer service technician through visual inspection. During evaluation, it was found that the trigger bosses were broken, which can be caused by a material integrity issue or impact.

Event description:
It was reported that at the user facility the trigger of the device disassembled. The user facility was not able to provide any further information regarding the reported event. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.